Event description:
It was reported that the customer had persistent issues with air bubbles that appear on the second day of wear. Customer was advised that the insulin may have been getting too warm when the insulin pump was worn in the bra rather than on the waist. Customer believed that the air was coming in through the o-rings. The blood glucose reading was not given. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.